Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in good condition. Functional testing was able to duplicate the reported problem. The root cause of the reported issue was found to be a faulty pressure gauge. The faulty pressure gauge was replaced. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that during the pre-sales check for a level 1 fffw (h-1200), one of the chambers didn't pass the test. There was a faulty pressure gauge. No patient injury was reported.